Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and pelvic inflammatory disease ("acute pelvic inflammatory disease") in a 24-year-old female patient who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal odor, vulval itching and bleeding breakthrough. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 3 months 25 days after insertion of essure, the patient experienced vulvovaginal candidiasis ("candida vaginitis"), urinary tract infection ("urinary tract infection"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal pruritus ("vaginal itching") and vaginal infection ("vaginitis") with vaginal discharge. On (B)(6) 2015, the patient experienced allergy to metals ("allergic reaction to nickel"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), pelvic pain ("pelvic pain, pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dysuria ("bladder or urinary problems or changes frequency and urgency, dysuria"). The patient was treated with surgery (on (B)(6) 2015, total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pelvic inflammatory disease, back pain, pelvic pain, dysmenorrhoea, allergy to metals and dysuria outcome was unknown and the vulvovaginal candidiasis, urinary tract infection, bacterial vaginosis, vulvovaginal pruritus and vaginal infection had resolved. The reporter considered abdominal pain, allergy to metals, back pain, bacterial vaginosis, dysmenorrhoea, dysuria, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal infection, vulvovaginal candidiasis and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media pelvic pain, abdomen pain, vaginal discharge, bacterial vaginosis ,pelvic inflammatory disease ,urinary tract infection,high risk sexual behavior. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received. Reporter and patient demographics were added. Lot number added. Events ¿dysuria, dysmenorrhea, pelvic inflammatory disease, pelvic pain added and infection updated to vulvovaginal candidiasis, urinary tract infection, bacterial vaginosis, vulvovaginal pruritis, vaginal infection."follow up 1 & 2 processed together. On 4-apr-2018: medical record received. Reporter added. Concomitant disease added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and pelvic inflammatory disease ("acute pelvic inflammatory disease") in a 24-year-old female patient who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section (because she was coming out wrong and the cord was around her neck. Second pregnancy-baby with face presentation, occiput posterior, with a deflexed head). Concurrent conditions included vaginal odor, vulval itching and bleeding breakthrough. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 3 months 25 days after insertion of essure, the patient experienced vulvovaginal candidiasis ("candida vaginitis"), urinary tract infection ("urinary tract infection"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal pruritus ("vaginal itching") and vaginal infection ("vaginitis") with vaginal discharge. On (B)(6) 2015, the patient experienced allergy to metals ("allergic reaction to nickel"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), pelvic pain ("pelvic pain, pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), micturition urgency ("bladder or urinary problems or changes urgency"), dysuria ("dysuria") and pollakiuria ("bladder or urinary problems or changes frequency"). The patient was treated with doxycycline, metronidazole, oxycocet (tylox), omeprazole (prilosec), nitrofurantoin, nitrofurantoin (macrobid), fluconazole, surgery (on (B)(6) 2015, total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy) and surgery (on (B)(6) 2015, total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pelvic inflammatory disease, back pain, pelvic pain, dysmenorrhoea, allergy to metals, micturition urgency, dysuria and pollakiuria outcome was unknown and the vulvovaginal candidiasis, urinary tract infection, bacterial vaginosis, vulvovaginal pruritus and vaginal infection had resolved. The reporter considered abdominal pain, allergy to metals, back pain, bacterial vaginosis, dysmenorrhoea, dysuria, micturition urgency, pelvic inflammatory disease, pelvic pain, pollakiuria, urinary tract infection, vaginal infection, vulvovaginal candidiasis and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media pelvic pain, abdomen pain, vaginal discharge, bacterial vaginosis ,pelvic inflammatory disease ,urinary tract infection,high risk sexual behavior. Most recent follow-up information incorporated above includes: on 30-jul-2018: plaintiff fact sheet received: reporters details added. Event bladder or urinary problems or changes frequency and urgency added. Treatment drugs were added. Incident : at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and pelvic inflammatory disease ("acute pelvic inflammatory disease") in a 24-year-old female patient who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section (because she was coming out wrong and the cord was around her neck. Second pregnancy-baby with face presentation, occiput posterior, with a deflexed head). Concurrent conditions included vaginal odor, vulval itching and bleeding breakthrough. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 3 months 25 days after insertion of essure, the patient experienced vulvovaginal candidiasis ("candida vaginitis"), urinary tract infection ("urinary tract infection"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal pruritus ("vaginal itching") and vaginal infection ("vaginitis") with vaginal discharge. On (B)(6) 2015, the patient experienced allergy to metals ("allergic reaction to nickel"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), pelvic pain ("pelvic pain, pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), micturition urgency ("bladder or urinary problems or changes urgency"), dysuria ("dysuria") and pollakiuria ("bladder or urinary problems or changes frequency"). The patient was treated with doxycycline, metronidazole, oxycocet (tylox), omeprazole (prilosec), nitrofurantoin, nitrofurantoin (macrobid), fluconazole, surgery (on (B)(6) 2015, total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pelvic inflammatory disease, back pain, pelvic pain, dysmenorrhoea, allergy to metals, micturition urgency, dysuria and pollakiuria outcome was unknown and the vulvovaginal candidiasis, urinary tract infection, bacterial vaginosis, vulvovaginal pruritus and vaginal infection had resolved. The reporter considered abdominal pain, allergy to metals, back pain, bacterial vaginosis, dysmenorrhoea, dysuria, micturition urgency, pelvic inflammatory disease, pelvic pain, pollakiuria, urinary tract infection, vaginal infection, vulvovaginal candidiasis and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 18-dec-2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media pelvic pain, abdomen pain, vaginal discharge, bacterial vaginosis ,pelvic inflammatory disease ,urinary tract infection,high risk sexual behavior. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident : at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), infection ("numerous infection"), vaginal discharge ("unusual vaginal discharge") and allergy to metals ("allergic reaction to nickel"). The patient was treated with surgery (hysterosalpingectomy to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, back pain, infection, vaginal discharge and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, infection and vaginal discharge to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.